Event description:
Per the clinic, the device was explanted due to ossification of the cochlea. The device was explanted (B)(6), 2011, and the patient was implanted with another manufacturer's device on the contralateral side during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.